Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms due to a loss of power to the mobile power unit (mpu) was not confirmed. On 15sep2024 and 16sep2024, no external power alarms activated three times; however, these alarms were caused by both power leads being disconnected simultaneously during normal power source exchanges. The mpu functioned as intended in the data reviewed. The backup battery was able to provide support to the system as intended. Pump function was not affected. Attempts to obtain information about the event from the patient were made, but to date no response has been obtained. The root cause of the reported event was determined to be caused by user error in both power cables being disconnected at the same time. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to clinic with 11 no external power alarms who endorsed they had no electrical issues in the home and slept on their mobile power unit (mpu). They also shared they felt their batteries charge ¿slower¿ than the standard 4-hour window for depleted batteries. Coordinator was trying to rule out electric issues in the home vs potential controller issue as the patient was a difficult historian. Log file captured on (B)(6) 2024, no external power events. The events were caused by power to the mpu being interrupted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.